Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient was showing unspecified signs of having low blood glucose and had a seizure at school at around noon. The school nurse checked her glucose values and noted inaccuracy, with the cgm reading at 144 mg/dl, and the fingerstick value at 77 mg/dl. The patient fell due to the low blood sugar and seizure, and struck her head on the ground, so was given ibuprofen by the school nurse for a headache. The mother stated the patient was also recovering from a sinus infection which had previously caused headaches. The mother was notified at around 2:00 pm to come and pick up the patient from school. She took the patient home and called the doctor who advised to take the patient to urgent care if she did not feel better in 2 hours. The patient was still having a headache, so the mother took her to urgent care. Urgent care provided her an unspecified antibiotic and sent her home, stating her headache was more likely due to the sinus infection. After returning home the cgm was still off by 40-60 or more points, with one example provided of the cgm at 140 mg/dl and the bg at 71 mg/dl. The patient¿s night nurse calibrated it with no improvement, so they inserted a new sensor the morning of (B)(6) 2020. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.